Event description:
It was reported that this right ventricular (rv) lead was exhibiting no capture at high output. It was confirmed that the lead was micro dislodged. Boston scientific technical services (ts) recommended reprograming suggestions until lead can be revised. The lead remains active. No additional adverse patient effects were reported.